Manufacturer narrative:
Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media review: a review of angiographic recordings from a percutaneous coronary intervention (pci) procedure performed on 25 september 2025 for a proximal left anterior descending coronary artery (lad) chronic total occlusion (cto) demonstrated successful revascularization with final timi 3 flow; however, the assessment is limited due to incomplete procedural documentation, missing recordings, and partially obscured imaging. Based on the available angiographic material, there is no clear evidence of proximal stent shortening or deformation, although it cannot be definitively excluded. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information conducted. It is possible interactions of the stent with the lesions anatomical features, as well as interactions with other ancillary devices used during the procedure contributed to the reported damage. However, based on the complaint information available, review of the media attached and without the availability of the device for analysis, a clear conclusion cannot be established at this time.

Event description:
It was reported stent deformation occurred. During the procedure, proximal stent damage was noted. The stent remained implanted. Treatment was completed and there were no further patient complications reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported stent deformation occurred. During the procedure, proximal stent damage was noted. The stent remained implanted. Treatment was completed and there were no further patient complications reported.